Event description:
This case was reported by a lawyer and described the occurrence of hypocupremia in a male pt who used super poligrip original as a denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the pt used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the pt experienced hypocupremia, tingling of extremity, numbness of extremities, nerve injury, weakness in extremity, pain in extremity, loss of balance, and metallic taste in mouth. Super poligrip original was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "hypocupremia and extensive nerve damage resulting in tingling, numbness, weakness and pain in legs, feet and hands, loss of balance and metallic taste in mouth." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological "injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(4) 2011 via fact sheets completed by the pt and/or the pt's attorney. Fixodent original and fixodent control were used from 1990 until (B)(6) 2011 and used one or twice a day. Super poligrip original was used from 1990 until the time of this report, switching to zinc free when it became available. Super poligrip original was used more consistently from 1990 until 1996, but only off and on after that until the time of this report. Super poligrip original was used one to two times per day. Equate denture cream from approximately (B)(6) 2010 until the beginning of (B)(6) 2011. Rigident denture adhesive was used in approximately 2009/2010. Cushion grip was used at an unknown time. The pt reported neuropathy symptoms began in 2001. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2011-00180. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).